Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was kinked approximately 30.0 and 138.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed it had offset coil winds and two kinks in the pusher assembly. The distal pusher assembly kink and the offset coil winds likely occurred due to forceful advancement of the smart coil against resistance. The proximal pusher assembly kink was likely incidental and may have occurred during packaging for return. Further evaluation revealed the smart coil could be advanced into demonstration microcatheter without issue. Upon advancing the proximal kinked region of the pusher assembly into the microcatheter, mild resistance was encountered, but the smart coil was eventually advanced through the microcatheter and out of the distal tip. Therefore, the root cause of the initial resistance experienced during the procedure and the root cause of the inability to advance through the introducer sheath on the back table could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in vertebro-basilar artery using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, and therefore the smart coil was removed. The hospital staff attempted to advance the smart coil out of its introducer sheath on the back table, however was still unable to. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.